Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 434 mg/dl and then rose to 518 mg/dl. Customer reported feeling nauseous, aches, and fatigued from their blood glucose. Customer did not state how they treated for their blood glucose. The customer's current blood glucose was 319 mg/dl. Troubleshooting did not find any leaks or air bubbles on the insulin pump. It was also found the customer had a bent cannula after removing the infusion set. Customer also reported experiencing a rash. The customer did not troubleshoot for this issue. The customer declined to return the insulin pump for analysis.